Manufacturer narrative:
(B)(4). Proposed annex g code: mechanical (g04) - head. The reported event is confirmed by mmi review. Medical records/radiographs were reviewed: there is malalignment with a dislocation on the initial image as noted. The later image demonstrates anatomic alignment following revision. No implant loosening or abnormal radiolucency is identified. Visual examination of the provided pictures identified the poly bearing after it was explanted. The bearing shows wear and deformation. No photo of the glenosphere was provided. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 00434903600, 36mm ã¿ +0mm offset poly liner, lot # 626722239. G2: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a shoulder procedure approximately 10 years ago. Subsequently, the patient was revised about 20 days ago due to dislocation and instability. The surgeon removed the original polyethylene and implanted a 36mm 0mm offset retentive polyethylene. The surgeon reduced the shoulder and was happy with the stability. The surgeon stated that the reason for dislocation was due to deltoid laxity over. Attempts have been made and there is no further information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, d4 (item, lot), g3, h1, h2, h11. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a1; a2; a3; b4; b5; d2; g1; g3; g6; h1; h2. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.